Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off in her stomach when taking the injection. The following information was provided by the initial reporter: consumer is re-using pen needles consumer reported patient end of pen needle broke off in her stomach when taking injection did not seek medical because she was able to remove it stated, she uses a pen needle twice because they are really expensive to purchase.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle broke off in her stomach when taking the injection. The following information was provided by the initial reporter: consumer is re-using pen needles consumer reported patient end of pen needle broke off in her stomach when taking injection. Did not seek medical because she was able to remove it stated, she uses a pen needle twice because they are really expensive to purchase.